Event description:
Pt was revised to address femoral loosening at the cement/bone interface. Depuy cement was used in primary surgery. Osteolysis and poly wear of the insert were also reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.